Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge intermittently decreased to an inaccurate fill estimate. Reportedly, the cartridges were filled with 400 units of insulin, and the initial fill estimate displayed 100 units and remained static. Then, when the volume in the cartridge reached 100 units, the insulin gauge began to decrease as expected. Blood glucose level was not impacted. At the time of the reported event, a new cartridge was loaded successfully and the insulin gauge displayed an accurate fill estimate.